Event description:
The customer reported the system displayed a fast stop activated error message. This error may cause the system to shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply and reseated circuit boards and connectors. The system operates as intended.